Event description:
It was reported to gore that a staple line leak appeared on the fundus, where an echelon 60 with blue j&j cartridge on the last two fires was used, after three weeks from the procedure. A re-laparoscopy was needed where the hole of the leak was sutured and the patient received parenteral feeding. The clinical care exceeded two month for this patient. It was stated that the physician does not believe that the seamguard device caused the staple line leaks for the patient.

Manufacturer narrative:
Gore received two lot numbers which were delivered to the hospital (lot # 13303407 and lot # 13338700). According to the hospital, it is unclear which lot is involved with the event. Therefore, gore is submitting a report for each lot reported.

Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications. The device remains implanted, therefore no engineering evaluation could be done.

Event description:
It was reported to gore that a staple line leak appeared on the fundus after three weeks from the procedure. During the procedure a gore seamguard staple line reinforcement and an echelon 60 with blue j&j cartridge were used on the last two fires. A re-laparoscopy was needed where the hole of the leak was sutured and the patient received parenteral feeding. The clinical care exceeded two month for this patient. It was stated that the physician does not believe that the gore seamguard staple line reinforcement caused the staple line leak for the patient.